Manufacturer narrative:
Concomitant medical products: flexcath advance steerable sheath. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The overall baseline gender characteristics is male; the age of the patients was (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿characteristics of the nonpulmonary vein foci induced after second generation cryoballoon ablation for paroxysmal atrial fibrillation.¿ j cardiovasc electrophysiol. 2019;1¿11. Doi: 10.1111/jce.14314. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter system: there were sixteen patients/cases who experienced pericardial tamponade, stroke, pulmonary vein stenosis, pneumothorax, hemothorax, groin hematoma, and gastrointestinal bleeding; all with unknown treatment/resolution. There were also sixteen patients with phrenic nerve injury (pni); all of which had recovered within nine months. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/disposition of the cryoablation catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.